Event description:
It was reported that the customer received multiple power source alerts after plugging the pump into a power source, despite attempting to charge with multiple wall adapters. The customer's blood glucose was 275 mg/dl. Reportedly, the customer continued to use pump for insulin therapy.